Manufacturer narrative:
This case was reviewed and investigated according to the manufacturer¿s policy. Blocks a2-a6: not available from facility. Blocks b6-b7: not available from facility. Block c: not applicable for this device. Blocks d6 & d7: not applicable for this device. Block g2: foreign- china. Blocks h3 & h6: the eagle eye platinum catheter was not returned to the manufacturer; thus no returned product investigation was performed. Blocks h7, h9 & h10: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
It was reported that an eagle eye platinum catheter was used in a diagnostic peripheral procedure in a moderately calcified sfa. During use, the catheter would not advance over the guidewire and became difficult to remove; therefore, withdrawn together. A new catheter was used to complete the procedure with no patient injury reported. This product problem is being submitted because the eagle eye platinum catheter and a guidewire were removed as a system. There is potential for harm if it were to recur.

Manufacturer narrative:
Block h3: the eagle eye catheter was returned for evaluation without the non-philips guidewire. Visual inspection found a zipper tear from the guidewire exit port to the distal shaft. Additionally, the inner member is broken, with part of the microcables and core wire protruding from the distal shaft. During functional testing, a mandrel was back loaded into the catheter but failed the guide wire movement test due to resistance noted at the distal tip. Block h6: the probable cause of the experienced failure is likely damaged during use handling. Manipulation, impact and applied pressure associated with use and handling can further affect the integrity of the device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Manufacturer narrative:
Blocks a2, a3a, a4, a5, & a6: age at time of event, sex, weight, ethnicity, and race were provided by the facility. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.